Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04684. It was reported the patient experienced ineffective stimulation as one of the scs leads has migrated. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Patient's date of birth was unintendedly reported incorrect. This report consist of correct information.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-04684.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04684. Additional information received identified the leads were explanted and replaced with new model which resolved the issue.